Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and replaced the breath delivery (bd) power distribution printed circuit board (pcb) and bd power controller pcb.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped cycling. The customer reported that there was a decrease in the patients spo2 (oxygen saturation via pulse oximetry). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Product analysis: a breath delivery (bd) power distribution printed circuit board assembly (pcba) and bd power controller pcba were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at the time of the event the patient was ventilated via bag-valve-mask, the intervention lasted 5 minutes and the patients saturation was recovered to 100%. On (B)(6) 2017 seven days post event, the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.